Manufacturer narrative:
Add'l lot # - 07002. Evaluation: method - the samples that were received could not be evaluated due to contamination. DHR review and failure analysis. Results - DHR review showed no issues reported during the manufacturing of the reported lots. Failure analysis - the samples received could not be evaluated due to contamination. However, samples describing the reported defect on this investigation and same lot numbers were received under MDR # 3003898360-2009-00035 and the defect was confirmed. Conclusions - based on the investigation performed to identify a potential root cause, it is concluded that the source of the defect was in the tipping process failing to form properly the tip on the catheter. As a corrective action, a ring gage will be used to inspect the material process.

Event description:
The event is reported as: tips are different. Some are skinnier, some fit through the angiocatheter and some don't. The problem was discovered during the set up of the procedure. No patient injury or intervention reported.